Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: the needle of the injector was bent. For evaluation purposes in the irvine dal, the injector was tested for actuation. The needle was unable to be sufficiently straightened as the injector experienced high actuation force. The gel stent was not returned for further analysis. The reported complaint of the xen glaucoma treatment system was not confirmed. The returned unit needle was bent and when tested for actuation the injector experienced high actuation force. The manufactured xen systems are 100% tested in-process and inspected at manufacturing. Allergan will continue to monitor the frequency of these complaints to determine if there is a trend or if this was an individual occurrence.

Event description:
Healthcare professional reported a slider on the injector stopped halfway and would not go further against the xen®45 gts. Surgery was completed with another xen®45 gts. There was no eye injury.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Clarification to: serial number (B)(4), lot number 62812. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a slider on the injector stopped halfway and would not go further against the xen®45 gts. Surgery was completed with another xen®45 gts. There was no eye injury.